Manufacturer narrative:
No sample has been received by manufacturing for evaluation therefore, the condition of the product could not be verified. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and the reported lot number was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that no additional complaints were associated with the reported lot. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that three dull knife blades were experienced during separate surgeries. There was no impact to any patient. Additional information was requested, but was confirmed to be unavailable.